Event description:
Caller reported cgm error 42 multiple times, although not in the last 24 hours. Blood glucose level was not specifically reported, but there was no indication of any adverse impact. Cts decided to replace the pump, and the caller was instructed to return the problematic device within 10 days using a pre-paid label, while continuing with the current pump as backup therapy.